Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number( B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. D4: unique identifier (UDI) number changed to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem h10: additional narrative one nanotite tm certain® prevail® implant 4/5/4 x 13mm (niios4513), removal tool and crown were returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the neck and the removal tool was still engaged with it. Additionally, there was bone residue around the external threads which were severely damaged. There were no allegations against the removal tool and the crown. Therefore, the investigation was performed only on the implant and the associated event. The device history record (DHR) was not available electronically for the subject lot number (742291) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was completed for the subject lot number (742291) and no similar complaints/events were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, an unreported malfunction was identified as the implant could not disengage from the removal tool.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported the implant in tooth location 19 fractured in the neck and was removed.